Manufacturer narrative:
Device evaluated by MFR: promus element mr, ous, 3.5x32mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found damage to 9th most distal stent strut row. The strut was lifted and pulled in a distal direction. The undamaged crimped stent outer diameter (od) was measured and was within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. The type of damage noted to the stent is consistent with difficulty during withdrawal of the device. The promus element manufacturing process has controls in place to confirm stent securement prior to shipping. During the manufacturing process, stent profile is confirmed on 100% of promus element devices manufactured. The stent od is measured and verified against specification for the product prior to packaging and shipping. A review of the promus element , manufacturing data for the returned device was performed. Product not meeting this requirement is scrapped. This verifies that the complaint device was within maximum crimped stent profile measurement prior to shipping. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found examination found no issue with the hypotube shaft. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issued noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was removed with the guiding directly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.